Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v312712, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had issues with pain, ¿neurological stuff in the head,¿ a problem walking ¿and a million things,¿ and her diaphragm stopped working. Her issues had been occurring for two years. The patient had not been seen by her healthcare provider since (B)(6) 2014 for the device and the device was shut off and left off at that time. The patient was having whole body pain and no troubleshooting was done. The event case wasn't determined and it was unknown if it was device related. The patient was not recovered, the issue was ongoing, and the patient had whole body pain with the device off. They were unable to remove the device due to medical issues and the patient wasn't a surgical candidate. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. It was reported that MRI compatibility guidelines were requested for a procedure involving checking the stemming in the patient's neck that was causing spasms throughout their entire body. Patient said that they had had an MRI because they had a pituitary adenoma. The procedure /problem were noted not to be related to the medtronic device/therapy. Patient stated that they had not been using the device and it had been turned off because it didn't help with their bladder symptoms since implant and they had been telling the doctor that they wanted it taken out and the doctor told them they wanted to keep it implanted unless the patient got a replacement. It was explained to the patient that explanting the device is a medical decision and was redirected them to the health care provider (hcp). Patient also mentioned that they had two diaphragms that were paralyzed and they did surgery to sew their diaphragm together to open up the lung. Patient said that this occurred after the device was implanted and that the other one on the left side was bad but they were not going through again because the surgery was not working for them very well. Patient said they wanted to know if the device caused this and it was reviewed that this would need to be determined by their physician. No further patient complications were reported as a result of this event. Additional information received as patient called where they had reported that they needed an MRI, and they had reviewed that they could only do a head scan, and patient had told representative as patient had been having "issues with pain and neurological stuff in the head and a problem walking and a million things, this had been happening for 2 years, and their diaphragm stopped working". Patient reviewed this call with representative briefly, and the reason, they were calling today was to ask if her doctor had told the representative that the device had been removed. Patient was calling today to ask if their hcp has told their representative that their device had been taken out. The representative reviewed that they had not heard from their doctor. Patient mentioned that their doctor was going to be sending the device to company's analysis lab. Patient said that the device was taken out in (B)(6) and said that the doctor was supposed to have sent the implantable neurostimulator (ins) to analysis lab but "threw it in the garbage". Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.